Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection with colorectal anastomosis, the tip broke off in the abdomen when closing. The needle piece that broke off was not recovered. X-ray was brought in but unable to detect it. Another device was used to resolve the issue in order to complete the case.